Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified as a high drain error 108 (night drain cycle eight) alarm. The alarm occurred on (B)(6) 2013 at 06:49:34. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The root cause could not be identified. If additional relevant information is obtained, then a follow-up MDR will be submitted.